Event description:
Product broke at connection to vamp, while nurse was drawing blood.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) vamp adult system. Dry blood was visible throughout entire system. Tubing was found completely detached from solvent bond joint with reservoir stopcock. Indication of bonding solvent was evident on most part of tubing bond area.